Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The aortic neck was 4-5 cm in length. It was reported that the patient was not an endovascular candidate due to the short infrarenal neck length. A 36mm endurant stent graft was implanted in the infrarenal aorta and post angiograms showed a proximal type I endoleak on the left lateral wall of the aorta. Seven aptus anchors were implanted along the top of the stent graft on the left side but this did not stop the type I endoleak. The physician decided to snorkel the right renal artery and extend the stent graft proximal to gain length on the left side. After the snorkel was placed with the endurant cuff the following angiogram revealed the type I endoleak was still present. Due to the length of the procedure the physician decided to end the procedure. The physician stated that the cause of the event was due to patient anatomy; short proximal aortic neck. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: it was reported that during the index procedure, the patient experienced procedure bleeding and required transfusion of packed red blood cells. The event resolved eight days later. The investigator assessed this event as related to the index procedure.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received for this case. It was reported that during the index procedure the main body was inaccurately delivered and was implanted distally to the intended landing zone. In addition, a brachial thrombectomy was performed as the patient had loss of brachial pulse during the index procedure, resolving the event.